Event description:
Patient reported right-side "bilateral silicon leak with capsules full of silicone around the devices, and lymph nodes under the arms" and "swollen and hard breasts. Patient ¿is not feeling well at all¿ and has "anxiety as devices were part of the recall." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy and silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for operation: rupture, silicone around the device and lymph nodes under arms.

Manufacturer narrative:
Correction to aware date (g.3) of medwatch#: (B)(4): 06-feb-2023.

Event description:
Patient reported right-side "bilateral silicon leak with capsules full of silicone around the devices, and lymph nodes under the arms" and "swollen and hard breasts. Patient ¿is not feeling well at all¿ and has "anxiety as devices were part of the recall." Device remains implanted.

Event description:
Patient reported right-side "bilateral silicon leak with capsules full of silicone around the devices, and lymph nodes under the arms" and "swollen and hard breasts. Patient ¿is not feeling well at all¿ and has "anxiety as devices were part of the recall." Device remains implanted.